Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08730 inches. No over delivery anomaly or under delivery anomaly noted. Device uploaded properly using carelink. No damage noted on the retainer or on the reservoir compartment. Device had scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were received emergency medical assistance on (B)(6) 2020 for low blood glucose. Blood glucose reading was 40 mg/dl. The customer stated that reservoir was loose and when they tried to screw it might have overly screwing the reservoir that why caused low blood glucose. The customer was treated with intravenous fluid at the hospital. Customer was using auto mode feature at the time of event. Troubleshooting for the customer¿s low blood glucose was declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. (B)(4).